Event description:
Per the clinic, the patient developed a wound over the implant site. The patient underwent a surgical procedure on (B)(6), 2015 to place skin tissue over the exposed receiver/stimulator. The implanted device remains.

Manufacturer narrative:
(B)(4): implanted device remains.